Manufacturer narrative:
Based on available information, the cause of the reported issue in that the procedure was converted to laparoscopic surgery was allegedly due to a non-functional blue fiber cable accessory and that the customer did not have a backup cable available that could be used. In this case, the issue occurred near the end of the procedure and only the suturing process remained, and the procedure was converted to laparoscopic and completed with no other issues and no patient injury reported. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the issue, and this reported complaint was confirmed based on the field evaluation, in which the fse replaced the fiber cable (part number 371721-03) to resolve the reported issue. The affected part (blue fiber cable) involved with this complaint is a field scrap item and would not be returned to isi for further investigation. The system was tested and verified as ready for use. No image or video clip of the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This event is being reported due to the following conclusion: the procedure was converted to laparoscopic near the end of the case due to the customer was unable to seat the blue fiber cable and the customer did not have a backup cable available that could be used. As reported, the procedure was completed with no further issues and no patient injury. At this time, the root cause of the blue fiber cable from the patient side cart (psc) got damaged remains unknown. Should additional information become available, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blue fiber cable from the patient side cart (psc) allegedly got damaged. The user was unable to reseat the cable and the site did not have a backup cable available that could be used. The procedure was converted to laparoscopic and completed with no patient harm, injury or adverse outcome to the patient reported. On 16-sep-2020, an intuitive surgical, inc. (Isi) representative followed up with the or nurse and obtained the following additional information: the procedure was converted to laparoscopic surgery because the customer was unable to seat the cable. The customer stated the problem occurred at the end of the procedure and only the suturing process remained. Therefore, the procedure was converted to laparoscopic to complete it. There was no injury nor harm to the patient. There were no issues noted during the setup of the system. There was no cart-to-cart collision and that the system was inspected prior to use.